Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. During a procedure to revise the lead, the lobes would not retract despite several attempts, and the lead could not advance to the target branch. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead was observed to have blood ingression. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The lead was received with the lobes not retracted completely and the overlay tubing buckled. The lobes extend/retract test result was: failed. The analyst performed destructive analysis and found dried blood under the overlay tubing, preventing the lobes from deploying.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2014; 6947m62 lead, implanted: (B)(6) 2014; 6570 (x's 2) stent, implanted: (B)(6) 1997. (B)(4).